Event description:
Complainant alleged that while attempting to defibrillate a patient via internal handles, the device failed to allow discharge. The clinicians obtained another set of internal handles and was able to successfully deliver therapy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.